Manufacturer narrative:
Further information suggests that this was not a malfunction. The user dropped the unit, which caused the blade guard to be bent. This has been determined to be a non reportable complaint. Please disregard the initial report.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the customer reported that they dropped the sternal saw which bent the blade guard. There were no reported adverse consequences to the patient.